Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd phaseal secondary set (c62) has been found experiencing flow issues during use. The following has been provided by the initial reporter: c62 obstructed flow. When the pharmacist wanted to prime the c62, saline could not flow through. However after some pressure manipulation, managed to prime the set and spiked into medication. However when connected to IV line, the medication is unable to flow and they had to change to another secondary set.